Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, the patient underwent orif of the femur with the implants in question. After the surgery, on an unknown date, a removal surgery was performed for the distal interlocking screw. The details are unknown. After the removal surgery, on (B)(6) 2026, the second removal surgery (femoral intramedullary nail removal) was performed due to infection. Agmt was used in the initial orif, but removal was carried out without any problems. The surgery was completed successfully with no surgical delay. No further information is available. This complaint (B)(4) captures the second removal surgery due to infection while related complaint (B)(4) captures the first removal surgery.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10 concomitant. Corrected: g1. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: manufacturing location: elmira / packaged, sterilized and released by: monument. Manufacturing date: 06-jul-2022, expiration date: 01-jun-2032, part number: 04.038.380s, tfna fenestrated helical blade 80mm -sterile, lot number: 855p858 (sterile), lot quantity: (B)(4). Device history review; a manufacturing record evaluation was performed for the finished device with batch number 855p858. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.